Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture" and "seroma." Clarification to b3 partial date of event: 2021 was provided. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture and seroma-late was reviewed on (B)(6) 2025. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Continued phone number e1: (B)(6).

Event description:
Healthcare professional reported "rupture" confirmed intraoperatively and "seroma" confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.